Event description:
It was reported that a patient underwent an initial left elbow arthroplasty on (B)(6) 2015. Subsequently, the patient underwent a revision due loosening of the humeral stem on (B)(6) 2015. During the revision procedure, one of the elbow ulnar reamers broke while reaming the ulna. The case was delayed for ten minutes because the reamer was stuck in the patient and retrieval from the small canal of the ulna was difficult.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "implants can loosen or migrate due to trauma or loss of fixation." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-01519).